Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and many kinks on the probe¿s cable section were found. Additional findings were as follows: the unit displayed noisy ultrasound image. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic probe had air/liquid leakage, water damage during reprocessing. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. Correction: h3 incorrectly checked the "not returned to manufacturer" field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was found that the customer allegation of the air/liquid leakage was not a leakage of ultrasonic medium. The device evaluation did not confirm any reportable malfunctions. The defects of the device likely occurred from the probe being twisted during use causing poor communication which then resulted in noise on the image. Per the legal manufacturer, this issue of kinks on the probes cable section and a poor ultrasound image is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.